Event description:
It was reported that the restraint straps were worn and had holes in them. Customer reported that there was patient involvement. However no adverse consequences are reported.

Manufacturer narrative:
Results: restraint straps.